Event description:
Customer reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer was assisted by tandem technical support to address the alarms through several troubleshooting steps, including adjustments to the tubing and cartridge, bolus delivery, the customer was guided to fill and load a new cartridge before resuming insulin therapy.